Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported the screw broke during medical procedure.

Manufacturer narrative:
This is being filed on behalf of the legal manufacturer biocomposites ltd. (B)(4). Additional information will be provided once the investigation has been completed.

Event description:
It was reported the screw broke during medical procedure.